Manufacturer narrative:
No pt injury or clinical consequence for the pt was reported as a result of this incident. The MFR will conduct further investigation of the reported event. A f/u or final report will be submitted upon completion of the investigation.

Event description:
Machine was in run mode when screen went black. All pumps were still running. Gambro rep was called. Machine was rebooted and resumed running without further incident. No reported alarms leading up to this event. Data unavailable as pt still on machine "but staff are wary of this communication error that occurred." This was noted as a 1 time event. Machine run time was >1000 hrs. No blood loss was reported.